Manufacturer narrative:
Initial.

Event description:
It was reported that a patient experienced hyperglycemia concerns and frequent dosing stopped events, although the patient later clarified he was not experiencing lows and was more concerned with highs. Symptoms included insufficient information to characterize specific clinical manifestations. Outcomes included insufficient information regarding impact. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with the medical device problem and device component both documented as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.